Event description:
Customer's mother reported a button error. The blood glucose reading was 200 mg/dl. She stated that earlier, the blood glucose went from 300 mg/dl to 40 mg/dl and back up to 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with an intermittent button response due to flattened buttons dome switch. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.